Event description:
Customer claims that the alarm unit has power, but the alarm tone is intermittent. The alarm was tested with new batteries. The alarm unit has no visual damage. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that it powers on and the alarm functions. The control buttons for the alarm tones can not be changed. (B) (4).